Event description:
Pt was on a cardinal airlife nebulizer cat # 2d0868 for humidity for a tracheostomy tube. The unit was connected to a nebulizer heater model 2m8021. The heater sits on top of the nebulizer cap. While unit was on pt, the clinician heard a loud pop and looked over at the heater and the unit was sparking and smoke was coming out of the heater. Pts and clinicians were evacuated and the fire department came. There was no harm or damage other than smoke. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: s/p tracheostomy. Event abated after use: yes. Event reappeared after reintroduction: no.